Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Upon functional analysis, the third-party engineer found that xray was unavailable, and the problem was with x-ray pc. The third-party engineer replaced x ray pc. After which the system was returned to good working order.

Event description:
It has been reported to philips that the x-ray unavailable. No harm has been reported to philips.